Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the threads of the inserter stay inside the inserter, therefore they are not threading into the stems."